Manufacturer narrative:
(B)(4). Additional information received: patient underwent a lap assisted sigmoid colectomy on (B)(6) 20/19 and a cdh29a was used for the anastomosis. The operative note indicates the anvil was placed in the transverse colon extracorporeally and purse string of 2 0 pds suture was applied. Operative report further indicates the device was introduced into the anus, connected to the anvil and dialed ¿into the appropriate green zone¿ and was fired. No difficulties in firing or removing the device were noted. Two complete donuts were confirmed and anastomotic leak test was performed which revealed no evidence of leak. On post op day three an anastomotic leak was suspected after the patient developed abdominal distention, diarrhea and worsening abdominal pain. Findings noted in the operative note for this procedure indicate a leak on the posterior aspect of the circular anastomosis ¿due to lack of healing.¿ turbid dark grayish fluid was noted in the pelvis and throughout the peritoneal cavity. A temporary colostomy was created and on post op day 6, the patient developed parastomal cellulitis which required drainage of serous fluid. The colostomy was later reversed on (B)(6) 2019.

Manufacturer narrative:
(B)(4). Additional information received: maude event report # mw5086560.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made by ethicon risk management to obtain additional information. To date no information has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the doctor performed a colon resection on (B)(6) 2019, due to recurring diverticulitis. The doctor used a cdh29a to form the anastomosis. The procedure was successful and the patient was kept for observation in the hospital. On (B)(6) 2019, the patient developed a fever. The patient was reoperated and a leak was discovered in the anastomosis that resulted in the patient's abdomen filling with feces. The doctor performed a colostomy and a colostomy bag was installed in the patient. The patient required additional procedures due to infections and abscesses, due to the feces leakage in the abdomen and drains were implanted. The patient was in the hospital for a total of three weeks. The patient has since been discharged with a IV antibiotics and a packed wound.